Event description:
It was reported that pump battery required charging every day and that charge did not last a full day, indicating severely reduced battery life. There was no reported impact to the customer¿s blood glucose level. Patient declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome of event.